Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed on the atrial lead. A connection anomaly with the device was suspected and a lead revision was performed on an unknown date. The lead was found to not be fully inserted into the device's header. The lead was fully inserted and normal electrical measurements were observed. The patient was noted to be in good condition following the procedure.